Event description:
Procedure type: cecum-ectomy. According to the reporter: the procedure was initially an emergency appendectomy; however, the appendix perforated into the cecum, so the procedure was converted into a cecum-ectomy. The gia 6-48 instrument was used on the cecum and there was bowel leakage. The doctor used two additional 60-4.8 reloads and the staple lines leaked bowel both times. The doctor then tried to use a gia 80-4.8 instrument that also leaked bowel. The staple lines were over-sewed and the procedure was completed. Twenty minutes were added to the surgery times to complete the procedure.